Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that the patient faced issue with infusion set's adhesive on 18-jun-2024. The infusion set came off after the patient took shower. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: poland.